Event description:
Procedure: unk. According to the reporter: the sulu did not give a good staple formation, the anvil bent away from the pushers while firing. Four different handles and six different loading units were applied and the last ones worked. Maximum blood loss was 100ml. The surgeon stapled an extra piece of the intestine because of the poor staple formation. Delay in surgery time was over 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 04/15/2008.